Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
It was reported the pump was bumped gently by a staff while a medication was infusing, and the pump malfunctioned and stopped. It was noted that about half of the medication was infused as the nurse was unable to recover the remaining dose. The intended rate of infusion was 2.48ml/hr with volume to be infused (vtbi) of 1.24ml. There was patient involvement. Although requested, the information on patient impact was not provided. The event occurred between (B)(6) 2021 7:48:33am to 8:33:50am. The hospital's biomed technologist reviewed the devices logs and found that there was an error message "channel disconnected".

Manufacturer narrative:
A1601 - device alarm system (1012),b17 - device not returned,c20 - no findings available,d15 - cause not established. Additional information: device available for eval? Returned to manufacturer on. Device return to manuf. Device eval by manufacturer? If other specify,imdrf a,g,b,c,d codes & manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd .

Event description:
It was reported the pump was bumped gently by a staff while a medication was infusing, and the pump malfunctioned and stopped. It was noted that about half of the medication was infused as the nurse was unable to recover the remaining dose. The intended rate of infusion was 2.48ml/hr with volume to be infused (vtbi) of 1.24ml. There was patient involvement. Although requested, the information on patient impact was not provided. The event occurred between (B)(6) 2021 7:48:33am to 8:33:50am. The hospital's biomed technologist reviewed the devices logs and found that there was an error message "channel disconnected".